Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced.

Event description:
It was reported the patient was without stimulation. It was also reported the patient was unable to establish communication between her ipg and external devices. The patient's ipg is inoperable. The patient stated she has not recharged her system in approximately 4 weeks. The patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).